Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received sates that during use the ultipaq cerecyte microcoil 3 mm x 4cm (cfs10030430 / f48031) failed to detach. Coil failed to detach after several attempts. Changed connecting cables and box; still did not detach. Finally withdrew coil; safely. Continued with additional coils to successfully finish coiling procedure. No complications. There is no report of injury for the patient. The coil was not returned. The device positioning unit (dpu) passed electrical testing. The detachment fiber melted as designed. No interference related to the detachment was found. Therefore; the root cause of the coils nondetachment cannot be determined. In addition; without the return of the complaint detachment system and the coil used in the procedure; it cannot be determined if these components contributed to the complaint event. The complaint could not be confirmed with the condition of the returned device. The returned portion functioned as expected. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information does not suggests what other factors may have contributed to the reported event.

Event description:
The complaint received sates that during use the ultipaq cerecyte microcoil 3 mm x 4cm (cfs10030430 / f48031) failed to detach. Coil failed to detach after several attempts. Changed connecting cables and box; still did not detach. Finally withdrew coil; safely. Continued with additional coils to successfully finish coiling procedure. No complications. There is no report of injury for the patient.